Event description:
It was reported the customer was hospitalized due to a diabetes complication. The customer reported having high blood glucose, leading to their hospitalization. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was unknown. Customer also reported a diabetes related infection on their foot. The customer's infection was cleared and they were released from the hospital. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.